Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: during investigation, the black box showed loss of prime warnings associated with zero and low non zero force. An ez-prime and 24 hours duration test were successfully completed with no loss of prime warning being duplicated. The force sensor measures were within specification. The pump cover was removed and there was no internal moisture or force sensor defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.